Manufacturer narrative:
The user facility reported that during a patient procedure, the coupling holding the harmony light shroud loosened exposing wires. No injuries occurred and the sterile field was not compromised. No procedural delays/cancellations were reported. A steris service technician stated that due to the gap in date of event ((B)(6) 2013) to the date to steris ((B)(4) 2013), the light was repaired and the damaged shroud had been replaced by the user facility's 3rd party service provider and the old parts were disposed of. The light is approximately 7 years old and was installed in 2006. The light is not under steris service contract and is serviced and maintained by the user facility's 3rd party service provider. The technician discussed the reported event with an employee at the user facility and requested a copy of any recent maintenance activity on the light. The employee did not provide maintenance activity documentation. From the technician's observations of the light and the description in the medwatch report it appears that the shroud retaining ring set screws were stripped and gave way. Any repairs or adjustments to the power supplies require the shroud to be removed or lowered for access; it appears prior maintenance activities contributed to the reported event. The technician stated that the employee who initially reported the event no longer works at the user facility.

Event description:
(B)(4).